Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pocket infection at the implantable pulse generator (ipg) site. The device was explanted and replaced. No further patient complications have been reported as a result of this event.